Event description:
In 2008, the lay patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter does not turn on. Twelve days prior, the medical affairs specialist (mas) spoke with the pt to obtain add'l info included below. The pt said he takes 8 units of lantus insulin once every day and regular insulin by sliding scale at meal times based on his meter readings. He said he was unable to test his blood glucose level for about two days because his meter did not turn on. He said he had to guess what dose of regular insulin to take and a couple of times he felt shaky about one hour after taking insulin and eating. The pt reportedly treated himself by drinking orange juice when he felt shaky. He said he did not require add'l assistance. The pt told the mas he changed the meter battery, but the meter still did not turn on. The pt's products were replaced. The complaint is reported because the pt alleges he became shaky, a typical symptom of hypoglycemia, and treated himself with orange juice after having to guess how much regular insulin to take when his lfs meter did not turn on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.